Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the trial patient¿s external neurostimulator (ens) system was not helping with their symptoms. Specifically, the patient had 2 leads implanted and that the lead on the left broke/snapped off while it was being taped down by the manufacturer¿s representative. That lead was providing stimulation to the vaginal area. The remaining right lead was giving stimulation to the upper right buttock area and that stimulation was not providing relief. The patient was told that it was ¿ok¿ that the lead snapped and that they should be able to get symptom relief with the remaining right lead. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient completed her trial. The fluoroscopy technician snapped the lead after placement. The patient was implanted in november and was doing well with the permanent results.